Manufacturer narrative:
(B) (4). Smoke. The ge service rep replaced the line filter. The system operates as intended.

Event description:
The customer reported they smelled smoke coming from the system. No pt injury was reported.